Event description:
It was alleged that an overinfusion occurred. It was ntoed that the rate wa set at 4.5cc/hr with a 250cc bag. After 2 hours the bag was found to be empty. There was no resultant pt complication.